Manufacturer narrative:
This report provides data from thv/tvt registry data exemption number e2016006 and summarizes 14 events of conduction/native pacer disturbance req pacer for the sapien 3 valve in the aortic position. The time to event [tte in days] for this event was 192.93. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Valve related readmission in the followup period is likely due to reoccurrence of symptoms. This may result from regurgitation (central or pvl) or progression of the preexisting disease process and may result in heart failure. Causes of heart failure can be multifactorial. Per the instruction for use (IFU), heart failure, valve regurgitation, and valve degeneration including stenosis are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patients risk of suffering from chf include obesity, advanced age, and a history of smoking. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, noncalcified degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth, or in rare cases a nonfunctioning leaflet. In this case, specific clinical details are not available to determine potential contributing factors to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for q1 2021 data extract for aortic death for the sapien 3 valve. This report summarizes 14 valve related readmission events for the sapien 3 valve. The age range for these events is from 66 to 93. The breakdown for gender is as follows: 9 males and 5 females.